Manufacturer narrative:
A facility reported that they were not connecting the medivators hookup air/water channel connector to the endoscope when using a dsd 201 automated endoscope reprocessor, thus flushing, high level disinfection, and/or rinsing of this channel was potentially not achieved. There is potential for patient cross contamination or chemical exposure due to improper reprocessing of endoscopes. Medivators sales representative was informed that this facility was instructed by an endochoice sales representative, "reprocess the endoscope without the air/water connection of the hookup attached because they do not need to attach this channel." This facility reached out to medivators for support. Medivators sales representative informed them that there was no way to validate flow to this channel without appropriate connection. Visual inspection of all connections is required per aer/hookup IFU. Since the initial contact, they have ordered a new hookup and they are reprocessing with all channels appropriately connected to the aer and endoscope. To date, there have been no reports of illness of injury to patients or handlers. This complaint will continue to be monitored within the medivaotrs complaint system.

Event description:
A facility reported that they were not connecting the medivators hookup air/water channel connector to the endoscope when using a dsd 201 automated endoscope reprocessor, thus flushing, high level disinfection, and/or rinsing of this channel was potentially not achieved. There is potential for patient cross contamination or chemical exposure.